Manufacturer narrative:
(B) (4) (medical intervention required). (B) (4) (stent expansion issues). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was implanted within the bronchial tube of a patient during a stenting procedure. According to the complaint, the stent did not expand enough after deployment. Despite attempts, boston scientific has been unable to ascertain additional patient and procedural information. If additional relevant information becomes available, a supplemental report will be filed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.